Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2017 with the following findings: there were frequent low battery warnings and replace battery alarms in the pump history. The pump¿s electrical current draws were out of specification. There was moisture observed in the display and the pump case was cracked near the keypad. The pump was opened and moisture was found internally; there was a short battery life due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas but not supplemental report will be filed. Is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected batter life. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.